Event description:
The manufacturer received information regarding a philips CPAP device. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem as both. In this report, the adverse event/product problem has been updated correctly as adverse event. Section adverse event/product problem in box b has been updated/ corrected.

Manufacturer narrative:
The manufacturer previously received information regarding a philips CPAP device. The patient was passed away. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box b: adverse event or product problem has been updated. In box g: date received by mfg (rfb) has been updated. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.